Event description:
On (B)(6) 2008, bilateral breast augmentation, implantation with allergan natrelle 68 mp smooth saline-filled (270cc) implants resulted in widespread and migratory pain, fatigue, mental exhaustion, chronic illnesses, debilitation and loss of employment as a healthcare professional I, with disability attorneys, and was denied disability ((B)(6)) at the federal level and again with second case, probably because of the nature of the wax and waning of the 30-40 symptoms. With some days being semi-functional and others without ability to perform even adl's or preparation and intake of food. Medical office intake, pre-surgical assessment note per md on (B)(6) 2008 lists my past medical history (pmh) as follows: 'anxiety, depression in the past, kidney stones on the left-decreased function, but no issues in terms of cr or bun, ibs' (notice four dx). A following appt due to implant problems with a plastic surgeon at same univ hosp on (B)(6) 2018, ten years, lists the following pmh for myself: gad, lichen sclerosis, tinnitus, metatarsalgia, gerd, ibs, kidney stone, cervical herniated disc, raynauds phenomenon, ptsd, livedo reticularis, migraine aura; persistent, bilateral cts, reactive hypoglycemia, sleep disorder, myofascial pain syndrome. Note: list is not complete. (Sixteen + dx) I have years of symptom journaling and hundreds of pages of medical records / notes if more info needed. My other symptoms and diagnosis. With implants include: chronic dry eyes, chronic fatigue (cfs/seid), muscle spasms, hair loss, photosensitivity, sensitive to sound, headaches, migraine, migraine with aura, chronic migraine, fms, mps, cognitive dysfunction, weight loss, decreased appetite, urinary frequency, vertigo, bppv, heat and cold intolerance, parasthesias /neuropathy - all extremities, bilateral cts, gerd, ibs, slow gi motility, nausea / vomiting, dysplasia, chronic sinusitis, chronic pain, hypoglycemia, irregular heartbeat, muscle pain and weakness, sob, chest pain, systemic allergic response to unk (ER visit), inflammation (increased esr), low libido, bladder irritation, vaginal yeast infections, rosacea, dry skin, insomnia, night sweats, raynaud's, axillary pain, visual disturbances, balance problems, low grade fevers, sore throat, mouth sores, acute abdominal pain (had increased ast), depression returned, anxiety worsened, panic attacks, irritable mood, low blood platelets and wbc and rbc, +ana, rf reactive, bilateral occipital neuralgia, gilbert's, breast pain, chronic neck pain, abnormal ncs/emg pre neurologist, migraine w / vomiting (ER visits), elevated folate, decreased c3 complement, inflamed squamous and gastric mucosa, reflux, focal mild lymphangiectasia, dysphasia, atonic colon, all per gi scope. Lyme serology with few active bands. This list is not complete. I had explantation surgery on (B)(6) 2019 due to breast pain which did wake me at night and from implant being folded and / or mal-positioned / displaced; it moved. I cannot generate income due to a life full of daily illnesses and physical / mental limitations, so this surgery was an out of pocket expense of around (B)(6) for our family (of 5). Since explant, I've noticed these changes at this time; no urinary / bladder irritability or frequency, less tinnitus, less bodily inflammation and stiffness and pain, appetite returned, less nausea, less headache and migraine and visual auras, raynaud's hasn't activated despite seasonal temperature drop (it almost always did), very much less gi distress, some energy returning, less brain fog. List is not complete and I'm only three weeks post-op. FDA safety report ID# (B)(4).